Event description:
It was reported that there was an issue with the product ui500 endoflator 50. Customer reported that the the flow on the ui500 turned on/off by itself twice during a case. Customer confirmed they were able to complete the case with another unit, and that there was no injury to the patient. This event is filed under internal complaint ID (B)(4).